Event description:
Captures 1 of 3 patients. It is reported separation. Verbatim: we are having issues with primary tubing. They keep snapping. Patient impact: line severed and detached from central line on one patient and the other on a peripheral IV. Causing blood to back flow out of the central line. The patients are neutropenic and possible risk of a central line infection from lines being open to microorganisms.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the tubing fell apart, and returned several photos, verifying 3 different failures, on 3 different sets, of material 2420-0007. Upon initial visual examination, the photos verified the complaint of separation from the male luer. The three different events all had the same failure mode and location. There are no physical samples for investigation. A device history record review was not performed as the lot number is "unknown" for this complaint. The investigation was unable to trace the reported issue to a specific process, without confirming the root cause on a physical sample. Without a confirmed root cause, there are no plant actions taken.